Event description:
It was reported that while the patient was in recovery from open heart surgery, noise was noted on the ventricular channel due to t-wave oversensing. The patient did not receive inappropriate therapy. Pocket manipulation, isometrics and positional testing could not reproduce the noise. Later the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).